Event description:
It was reported that there was battery depletion. Action required as a result of the event was replacement. No troubleshooting or diagnostic testing was performed. It was noted that the elective replacement indicator (eri) alarm had sounded. It was noted that there was concern with the product as it had only been implanted for 6 months. Patient was going to have the device checked. Additional information received reported the battery was completely depleted on (B)(6) 2014, end of service (eos). An emergency operation was trying to be arranged. Patient had a patient programmer. Additional information received reported the device had been implanted on (B)(6) 2013 and depleted on (B)(6) 2104. Patient¿s device had been activated on (B)(6) 2013 and the patient was discharged from the hospital. Patient settings were channel 1 1-case+, 0.8v, 450pw, 130 hz, lead impedance 863, 0.932c and channel 2 9-case+, 0.8v, 450 pw, 130 hz, lead impedance 1272, 0.622c. Stimulator was reviewed on (B)(6) 2013 and settings were updated to 1.7v on both channels,with low lead impedance on channel 1 and 2290 lead impedance on channel 2, 25.75c channel 1 and 0.712c channel 2. Channel one was changed to 1-2+ and channel 2 was 9-10+. It was noted there was definite symptom control at that stage. Patient was virtually pain free, neck was straighter and shoulder elevation improved. The patient had felt more relaxed and slept for longer periods of time. On (B)(6) 2014, the manufacturing representative was informed that the patient¿s battery was at eri according to the patient programmer. Patient was reviewed in clinic on (B)(6) 2104 and both channel one and two were at 2.1v. A replacement surgery was trying to be arranged.

Manufacturer narrative:
Concomitant products: product ID neu_unknown_lead, serial# unknown, product type lead; product ID neu_unknown_ext, serial # unknown, product type extension. (B)(4).